Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events before issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and caller acknowledged and understood guidance.